Event description:
Customer had a device with a flashing service wrench and a fault code logged in the memory suggesting there might be a malfunction to affect critical function of the device. There was no report of patient involvement with incident.

Manufacturer narrative:
Physio-control representative provided troubleshooting assistance to customer and offered repair service. Customer declined service offer. The device has been removed from service.